Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408740, model: sc-2408-74, serial: (B)(4), batch: 5130417/5129825.

Event description:
It was reported that patient had an infection at the midline incision and pocket site from a non-device related procedure. Symptoms of redness and pain at the incision site were noted. The patient was placed on antibiotics and was doing well postoperatively.